Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the device failed the signal/zero test due to an unstable signal displayed by the console. Block h6: the probable cause of the observed failure is a malfunction of the pressure sensor that prevented the unit from measuring stable and accurate pd values and curve. Manipulation and strain on the wire can cause damage to internal components and can result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a patient. During use, an error message was displayed on the monitor. It is unknown if the device was being used in an emergent procedure. No patient injury reported. This product problem is being reported in an abundance of caution because it is unknown if the failure occurred during an emergent procedure, potential for harm.